Manufacturer narrative:
The service evaluation identified foreign material in the forceps channel. The customer's reported issue was not confirmed, however, the suction flow is below standard specification. The angulation is below standard specifications due to a stretched angulation wire. There is an air/water leak at the valve. The bending section cover is loose and overlapping/wrinkled and the bending section cover adhesive is missing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer tracheal intubation fiberscope was returned for repair for a reported ¿does not light even if the battery is replaced¿. Upon inspecting and testing, the service evaluation identified foreign material in the forceps channel. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 15 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the defect caused by insufficient reprocessing or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.